Event description:
The account alleged that the brakes are not holding, the brakes are ratcheting. No pt impact.

Manufacturer narrative:
The tech found that both hex rods have the sim screws broken off. No further info is available on the repair of the stretcher at this time.